Event description:
Patient reported experiencing elevated blood glucose levels up to 470 mg/dl. Patient stated she administered insulin via the pen. Patient reported she was able to get her blood glucose level under control by herself. Patient stated she ran today and heard a signal, checked the infusion device and noticed the device showed nothing on the display; just the signal. Patient reported she opened the battery cover and closed it and then the infusion device displayed an e8 (power interrupt) message and a w2 (battery low) error message. Patient stated she checked the history in the infusion device and saw an error w6 (temporary basal rate cancelled) and an e8 (power interrupt) message. Patient reported she thinks the infusion device does not deliver the correct amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.